Event description:
It was reported that an asymptomatic patient presented in hospital after receiving an alert. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device download, normal function resumed. It was noted that prior to receiving the notification the patient was using a hairdryer that had suddenly burned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.